Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. A5) patient ethnicity - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of glidelight devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) leads due to cied system/pocket infection. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Prior to the procedure, a spectranetics bridge occluding balloon was prophylactically inflated to ensure superior vena cava (svc) occlusion in the event that an emergency occurred. Beginning with a spectranetics 11f tightrail sub-c rotating dilator sheath and spectranetics 16f glidelight laser sheath, the ra lead was successfully removed. Next, targeting the rv lead with the 16f glidelight, a moderate pericardial effusion was detected and rescue efforts began. The bridge balloon was partially inflated; however, appeared to inflate asymmetrically possible due to fibrosis or anatomical irregularities within the superior vena cava (svc). The balloon was partially deflated, and the pericardial effusion grew larger. A sternotomy was performed and an svc perforation was discovered, extending from the ra junction through the innominate vein and up to the jugular and right subclavian vein (MDR #). During the repair, the bridge balloon was deflated for removal; however, when it was grasped with surgical forceps, the balloon was inadvertently punctured (MDR #3007284006-2026-00391). The rv lead was removed, the repair was completed, and the patient survived the procedure. This report captures the glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.